Event description:
It was reported that repetitive alarms were noted on the power module. The case of the internal backup battery was opened and the battery was disconnected and reconnected. However, a few minutes later the alarms began again. The backup battery was exchanged but the alarms returned. The power module would be exchanged. Upon investigation of the power module, damage to the printed circuit board (pcb) was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench + red battery alarm was not confirmed; however, a yellow wrench alarm correlating to the power module that may have contributed to the reported event was confirmed. The returned power module (serial number (B)(4) was received at the european distribution center without its internal battery and battery clip. A test battery and clip were used during testing, and the unit was found to function as intended. However, when connected to a load box, a yellow wrench alarm was reproduced which resolved upon replacing the unit¿s main pcb. Preventive maintenance was performed, and the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The original main pcb was forwarded to the ppe department for further analysis; however, further atypical events were unable to be reproduced while the pcb was in use within a known working test unit. The confirmed issue with the unit¿s main pcb could have contributed to the reported event; however, the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 15dec2010. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.